Manufacturer narrative:
Additional information: d4.2 expiration date and h2.4 manufacturing date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a pixie oxygenator, it was reported that the device had a leak at the top of the oxygenator bundle. There was no visible package damage. Blood started leaking out of the top of the oxygenator. The device was replaced to complete the procedure. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the leak was coming from the purge line at the top of the device. The issue occurred prior to patient use. The customer had primed the device and had been circulating for at least 30 minutes prior to noticing the leak. There was no noticeable reason for the issue to occur during that time as the customer did not accidently pull on the purge line and there was no noticeable cause for the leak. There was a minimal blood loss of approximately 10-15ml. It was banked blood that was lost as the customer had not yet gone on bypass. The customer had primed the pump with blood and had plenty of blood to prime the new oxygenator. The procedure went very smoothly. There was no disruption to the case flow as a result of the leak. Medtronic received additional information that there was not a visible crack observed on the device. The customer stated that the leak appeared to be coming from a break in the purge line. The customer stated that blood started running out of device through a seal on the top of the device.